Event description:
During normal dissection to harvest the saphenous vein from the right thigh, the white tiip section of the starion device came off and could not be retrieved. Several x-rays were taken to aid in location, but were unsuccessful.

Manufacturer narrative:
Device evaluation summary: instrument was returned and evaluated. It was confirmed that the white silicone rubber tip boot was missing. There was evidence of adhesive remaining on the jaw indicating that adhesive was present between the tip boot and jaw.